Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. Rinseback was not performed per facility protocol, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback per facility protocol. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Clear fluid was observed, indicating that the cycler alarmed appropriately. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.